Event description:
Ous MDR - oversensing in the a and v channels were reported. The implantation/explantation/event dates were not provided. Both leads were explanted. Linox sd 65/16, (B) (4), MDR 1028232-2009-01017.

Manufacturer narrative:
Ous MDR - during the analysis of the leads, fraying of the outer insulation could be seen on the setrox s about 22 cm distal of the connector pin. In addition, the inner insulation of the lead body of the linox sd was massively damaged about 26 cm distal of the connector pin, due to squashing. This damage manifestation can, with high probability, be regarded as the cause for the clinical complaint. During the analysis, no mfg error or material defect could be found. The observed damage manifestations require an excessive pressure load on the lead body. The characteristics of the damaged structure of the insulation and of the lead body (squashing) lead to the assumption of excessive mechanical stress on the lead due to the subclavian crush. X-ray images or diagnostic images of any other kind, which could provide info on the positional relationships of the implanted system in the body, were not available for analysis. All other damage to the leads are probably due to the explantation process. The analysis was unable to find any mfg errors or material defects.